Event description:
It was reported that the patient had noticed an amber light and recalled that the pump had alarmed, though the specific alarm message had not been remembered. Shortly after, the pump had alarmed with the message ¿check for empty tubing or reservoir.¿ the patient had observed tiny air bubbles in the tubing but confirmed that medication remained in the reservoir. The pump had restarted, and the screen had shown a green ¿running¿ bar. However, the alarm had returned. No patient harm had occurred. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.